Event description:
Additional information received reported that it was suspected that the lead helix had not been attached completely to the patient's heart tissue. During the surgical revision, when the physician placed the stylet down the lead, it dropped out of position prior to retracting the helix. No additional adverse patient effects were reported. The lead remains in service.

Manufacturer narrative:
The lead remains in service at this time. If additional information is received, this report will be updated.

Event description:
Boston scientific received information that this right ventricular (rv) lead exhibited high threshold measurements and loss of capture with less than two seconds of asystole. The lead was surgically repositioned and remains in service. No additional adverse patient effects were reported.